Manufacturer narrative:
The device was not retuned to zoll medical corporation for evaluation. Instead, a zoll field representative evaluated the device at the customer's site. The customer's report was not replicated or confirmed. The device was put through extensive testing, which included functional testing without duplicating the report. The device was recertified and returned to service. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.